Event description:
As reported by the user facility (translation of user facility info by the sales organization in (B)(4): pt got infective endophthalmitis following treatment with lucentis. MFR ref. # 9610825-2014-00363.